Manufacturer narrative:
A sample device was not returned for analysis. Product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. The iol product history records were reviewed and documentation indicates the product met release criteria. Root cause has not been identified. Complaint history could not be reviewed as a lot number was not provided for the cartridge. (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the cartridge cracked and damaged the lens as the surgeon was attempting to implant the lens. Back up products were used to complete the procedure. There was patient contact but no patient harm. Additional information was requested.